Manufacturer narrative:
The reporter indicated the lens was explanted and exchanged on (B)(6) 2017 for a shorter lens. The problem was resolved. At one week post-op, the patient's condition was good, with ucva -20/20. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+1.0/032 diopter, in the patient's right eye (od) on (B)(6) 2017. The reporter indicated the lens had excessive vaulting and the plan is to explant and exchange the lens within the next couple of weeks. The lens remains implanted.